Event description:
The customer reported that a stillborn occurred while being monitored on a avalon fm20 fetal monitor.

Manufacturer narrative:
(B)(4). The customer reported that a stillborn occurred while being monitored on a avalon fm20 fetal monitor. This is being reported only because use of the device was coincident with the stillbirth. Philips is in the process of obtaining additional information regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.